Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-56, lot# v207129, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3487a-56, lot# v164527, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37082-40. Serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the message that showed was "no telemetry available." No physician mode recharge (pmr) was performed as possible options had been discussed, and the patient had wanted a newer implantable neurostimulator (ins) model. If additional information is received, a follow up report will be sent.

Event description:
It was reported that there was normal battery depletion and a confirmed overdischarge. This was the first overdischarge, and physician mode recharge (pmr) was not performed. There were no reported patient symptoms associated with the event. Actions required as a result of the event included implantable neurostimulator (ins) replacement. No diagnostic testing or troubleshooting was performed or required. The patient¿s status was alive with no injury. The cause of the event was unknown, and it was unknown whether the issue was resolved at the initial time of report. It was further reported that the patient was receiving good coverage of his painful areas after surgery. The patient was scheduled for a follow up visit (B)(6) 2015. If additional information becomes available, a follow up report will be sent.